Event description:
Patient called to report that they had segments missing on their ultra meter. Patient thinks the meter read a 37 mg/dl. Pt had a hard time reading the meter. Pt passed out and family member called the paramedics. Paramedics arrived 10-15 mins later and tested patient on their meter (freestyle meter) and obtained a 19mg/d. Patient was treated with IV glucose. Patient refused to go to the hospital when asked by the paramedics. Patient's meter read low and was treated for low blood sugar. Ccr had patient check the meter settings and the display issue was not resolved. Ccr sent patient a new meter.